Event description:
It was reported that there were concerns this right atrial (ra) lead had dislodged shortly after implantation as the physician noted loss of capture on the right ventricular (rv) lead. A follow up x-ray showed the lead still in place and later appeared to be functioning appropriately, however the slack had been pulled back. A revision procedure was performed to add more slack. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.